Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their one touch verio iq meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained from follow up questions answered by the patient. The patient was unable to state when the alleged inaccurate results were obtained but stated that they obtained results of ¿278mg/dl¿ with the subject meter and ¿231mg/dl¿ on a calibrated laboratory device. The results were obtained an unknown period of time between one another. The patient¿s normal blood glucose range is ¿between 89-160mg/dl¿. The patient manages their diabetes with insulin (32 units of lantus and 6 units of apidra per day) and denied taking any action in response to their regular diabetes management regimen routine as a result of the inaccuracy issue. An unknown period of time after the issue occurred, the patient experienced symptoms of ¿shaky and weak¿. The patient associated these symptoms with low blood glucose and, as a result, self-treated by consuming more food and/or drink. The patient stated they felt fine ¿1 hour¿ later. At the time of troubleshooting the csr noted that the patient did not have control solution available to test the subject meter. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because, the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.